Event description:
Burn to left scapula area discovered after the trigeminal nerve ablation surgery. Burn is size of a dime, full thickness requiring silvadene cream and follow-up in burn clinic. Impedance all over, changed the cable. Took off the grounding pad and didn't notice anything. The impedance was found to vary significantly during this lesion (up to 4000 ohms), but it returned to normal (around 300 ohms) following the lesion.